Event description:
Customer's father reported via phone call that customer received excessive failed battery test. Customer's blood glucose was 211 mg/dl. After troubleshooting, caller was advised that battery cap would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.